Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/lobectomy procedure, after the 9th firing for bronchus, the surgeon checked the staples which fired to the tissue had no problem. The staples which were fired and fallen around the tissue were also b-formed. No air leakage was noticed by the leak test. However, the staples which were not fired to the tissue and stayed at staple pockets were u-formed or u-formed with which tip of the specimen side was inclined. Just to make sure, the surgeon tried to suture the staple line additionally by suture. However ,the bronchus was calcified and the cut end of the bronchus was very stiff for thrusting. The status of the patient is no problem.